Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a red alert posted to the latitude website, for this right ventricular (rv) lead exhibited a single episode of high, out of range pacing impedance (greater than 3,000 ohms). A request was made to have data from this device analyzed. The rv lead remains implanted. No adverse patient effects were reported.